Event description:
It was reported that readings of >4000 ohms were measured on all bipolar pairs. The pt reported a fall on the front side of their body but was unsure if she stopped feeling stimulation after or before that incident. A "little" stimulation was in the pocket area. X-rays were performed which indicated no issues with the connections. A surgical revision may be needed. Add'l info received reported that a meeting with the healthcare provider would occur on (B)(6) 2011 to discuss what would be done next.

Manufacturer narrative:
(B)(4).